Event description:
A malfunction was found in the investigation for the original report of unsure delivering of insulin at the infusion site (abdomen). The investigation observed torn cannula it was also reported that the patient's blood glucose level rose to greater than 314 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.